Manufacturer narrative:
Analysis of desktop charger (s/n: (B)(4)) revealed a broken connector pin.

Manufacturer narrative:
Product ID 37761, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported by the patient that the connector on the desktop charger was broken off. They note that their implantable neurostimulator (ins) was dead. There was no indication of patient harm and no patient symptoms were reported. Relevant medical history includes non-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.